Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that the plastic piece dislodged from the tape and the whole of the cannula detached. On (B)(6) 2022, the patient's blood glucose level was reported as 18.3 mmol/l. The site location was right side of patient's abdomen, and the pump was located on the waist band. Moreover, the infusion had been used for a day before. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the mother was in process of changing the infusion set as the patient had high blood glucose levels. No further information available.